Event description:
Health care professional reported pt on 1550 device hospitalized with high bicarbonate levels. Pt treatment consisted of the following: time: 3 hours, blood flow rate: 400, dialysate rate 700. During treatment pt remained stable and alert. Pt was hospitalized and laboratory tests revealed high bicarbonate levels. Post-treatment pt left facility in a wheelchair and her husband was instructed to take her to the hospital emergency room. Treatment modality and length of stay of hospitalization was unavailable. As of 02/24/99, health care professional reported pt fully recovered.